Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and did not duplicate the alleged malfunction. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to a ventilator was declaring a circuit disconnect alarm intermittently. The patient was not harm as a result of the event.